Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator replaced the breath delivery (bd) printed circuit board (pcb). The unit passed extended self-testing.

Event description:
Report received that the ventilator was inoperable while in use on a patient. The patient was not harmed as a result of the event.